Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Robot started vibrating during reaming. This did not affect the case and it was completed successfully.

Manufacturer narrative:
Based on previous investigations with same failure mode it was determined that this event should have not been considered a reportable event since the malfunction could not cause or contribute to a death or serious injury. Reported event: an event regarding arm vibration involving 3.0 mako rio® robotic arm. 3rd ed system, catalog: 210000-04 was reported. Method & results: -device history review: a review of the DHR associated with rio 125 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn 210000-04) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were multiple reported events ((B)(4)). Trend request for this part number has been submitted (trend request #865). Conclusion: per the service technician in (B)(4): "after thorough investigation of camera connection error(s), replaced many parts as a process of elimination. With the extra guidance of mako tech support, tested system thoroughly and after replacing and routing a new ndi usb converter cable through the camera frame, was not able to re-create the camera connection error. Tested with mps performing several demo surgery on a saw bone kit with no issues. Mps feels comfortable to turn over system to surgeon after all tests and not being able to re-create the camera connection error(s). If any issues should occur, loaner robot is still onsite and can be used if needed. System passed all tests and system is ready for patient use." Device inspection could not be performed for vibration, no session data was provided. Several communication attempts were made. Session files were not provided.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Robot started vibrating during reaming. This did not affect the case and it was completed successfully.